Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material in the jet tube, on the adhesive a-rubber (bending section) and the connecting tube: the most probable causes are as follows, jet tube has foreign material is a known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling. The most probable cause for adhesive on a-rubber has foreign objects, connecting tube has foreign objects and due to clogging of jet tube in control unit, water cannot be supplied the cause was not established. The event can be detected/prevented by following the instructions for use which state: the IFU states: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a clogged jet tube, and foreign material in the jet tube, the adhesive on a-rubber (bending section) and the connecting tube. There was no patient involvement.